Manufacturer narrative:
Insulin pump received with blank display due to cracked bleeding lcd. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, detached end cap, missing end cap sticker and cracked battery tube threads. (B)(4).

Event description:
Customer's wife reported via phone call that the tubing got caught and came out of the customer's body. Device was dropped and shattered. Customer's blood glucose was unknown. Drive support cap was damaged. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.